Event description:
A 3.0 mm x 15 mm nc sprinter rx dilatation balloon catheter was inserted to pre-dilate an rca lesion. The lesion morphology was non-tortuous with no calcification and 100% stenosis. The nc sprinter balloon was advanced to the lesion site and inflated to 7 atmospheres; the balloon burst on first inflation. The balloon was successfully removed from the pt. Another MFR's balloon and stent were used to successfully treat the lesion and complete the case. It was reported that the device was inspected prior to use and no abnormalities were reported. No clinical sequelae were reported and there was no injury to the pt. The device has been received and analysis is pending.

Manufacturer narrative:
Eval: results: 100% stenosis. Eval: conclusions: 100% stenosis.